Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the tip area (pebax). During the ablation phase in the procedure, contact force increased a lot until high values without being real. They changed connector but the problem was solved when they changed the catheter. The procedure was delayed 5 minutes. The procedure was completed successfully. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023, there was reddish material inside the pebax and a hole on the surface of the tip area (pebax). This event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the tip area (pebax) on (B)(6) 2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2023. The qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material inside the pebax and a hole on the surface of the tip area. The magnetic and force feature were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. However, the hole at the pebax could be related to the issue reported by de customer. The root cause of the hole at the pebax cannot be determined; however, based on the information available, the condition observed most likely was originated in someplace external to the manufacturing environment. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).